Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during implant, the left ventricular (lv) lead was not stable in the coronary sinus. The lv lead was not implanted and a different model lv lead was used. No patient complications have been reported as a result of this event.